Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: no defect was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint.. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. Returned cartridge cap/returned battery cap used to complete testing. Unrelated to the complaint, the display screen has a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error is using old insulin should be considered contributory. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, the patient¿s father, contacted animas and alleged the following: patient had a blood glucose (bg) of 424 mg/dl at 11:00 pm their time. Cartridge was changed out with fresh insulin and site was changed. Repeat bgs were 377 mg/dl, 299 mg/dl and 254 mg/dl with ketones. No symptoms noted. The patient was new to pump therapy 1 month ago. Patient went swimming today and site did come loose, site was changed near 6:00 pm. Dad denies bent cannula at 11:00 pm site change. Dad confirmed settings and rates are correct. Dad also reports the insulin vial had been in use for 30 days and therefore filled cartridge at 11:00 pm from new vial of insulin. Bg responded to the new insulin. Bg at end of call was 176 mg/dl. Customer support (cs) reviewed history and advised dad that pump is delivering as programmed. This complaint is being reported as the patient experienced hyperglycemia related to the use of an insulin vial beyond the recommended time frame.